Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The customer removed and reinserted the positive test cartridge into another analyzer to repeat the test and the second result was negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. Eua (B)(4).

Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter address: the initial reported address was not provided. The (B)(4) address is being used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The customer removed and reinserted the positive test cartridge into another analyzer to repeat the test and the second result was negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. (B)(4).